Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.